Manufacturer narrative:
No device was sample was received for evaluation. The device history record of the reported lot was review and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0282 - leaking¿ could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there was a leak at the level of the air filter. The line had to be replaced all the time. It did not matter what dosage the patient was getting since the client has already had this issue with patients getting 1mg/100ml as well as patients getting 3mg/100ml. The event occurred w/multiple patients, and no specific patient info was provided.